Manufacturer narrative:
(B)(4). Subsequent to the initial medwatch report, additional information indicates that restenosis did not occur in the 3.5x28mm xience v stent; therefore there was no issue with the xience v.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.75 x 18 xience v is being filed under a separate medwatch MFR number. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information indicates that restenosis did not occur in the 3.5 x 28 mm xience v stent.

Event description:
It was reported that on (B)(6) 2010, a 3.5 x 28 xience v stent was implanted in the left anterior descending artery and a 2.75 x 18 xience v stent was implanted in the circumflex artery. On (B)(6) 2011, restenosis occurred in the 2.75 x 18 xience v stent. On (B)(6) 2011, balloon angioplasty was performed for treatment of the in-stent restenosis. There was no adverse patient sequela. No additional information was provided.